Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. Another blood glucose level was 240 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown auto mode on or not at the time of low blood glucose level. Customer did not allege insulin pump was over delivering. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.